Event description:
It has been reported that during shoulder replacement procedure the exeter plug introducer was being used. When the introducer was removed it was reported that the adaptor was not on the introducer and had been cemented in situ.